Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for low blood glucose of 46mg/dl. It was stated that the customer changed the infusion set and the device alarmed. The customer was wearing the device, but she was treated with injections. It was stated that the customer had low blood glucose due to the manual injections. It was stated that the customer ate and treated, but the glucose level was into the 70's and 60's mg/dl. The customer went to the emergency room with low blood glucose, and then her glucose level went up to 116mg/dl. It was stated that the customer was off of the device and she is using a back up plan until a replacement of the insulin pump arrives. No further info was provided.